Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a over delivering alarm. Customer's blood glucose of 30 mg/dl at the time of the incident. The customer was at 60 mg/dl at the time of the call. The customer was given glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The product will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing, however device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on keypad assembly.